Event description:
During a diagnostic laparoscopy the shield reportedly did not cover the blade after the trocar penetrated the abdominal wall. Another device was placed to complete the case. There were no patient consequences.